Manufacturer narrative:
Batch review performed on 05 july 2021: lot 177221: (B)(4) items manufactured and released on 20 feb 2018. Expiration date: 5 feb 2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported events.

Event description:
3 years and 1 month after the primary surgery the patient came in due to a loose tibia and the cause of the loose tibia is unknown. The surgeon revised the tibial tray and the insert.